Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: d5. The reported event was confirmed via product return. Visual examination of the returned product identified signs of implantation, damage and wear on the polymer mating surface. The post feature of the device was found to be fractured and still attached the body of the implant. The device was submitted for further analysis. Analysis determined it is possible that the damage to the uhmwpe occurred entirely after the damage to the metallic component and any possible misalignments that would result. The damage to the uhmwpe component appears to be due to excessive loading occurring for an extended period of time during articulation in-vivo; the possible delamination present within the gouged/worn area is typically associated with high oxidation caused by an overloading condition. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten years four and a half months post implantation due to implant wear. When inspecting the patella, it had grown in however there was noticeable poly wear on the patella and the patella had even changed shape to where it appeared bent. Attempts to obtain additional information have been made; however, no more information is available at this time.